Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported experiencing elevated blood glucose levels for a long time, began two months ago. Patient tried a loaner pump for some time, no problems with loaner pump. Patient alleges inaccurate delivery of insulin, under delivery of either bolus or basal insulin. No adverse event reported. Product was replaced and requested return of the alleged pump for evaluation.